Event description:
The pt had two leads (from the same lot). It was reported, the pt was no longer receiving adequate coverage. It was also reported, the pt was experiencing stomach and abdominal stimulation. X-rays were taken and revealed both leads had migrated. Allegedly, the migration was due to the pt being physically active. Both leads were explanted and replaced with a single lead. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.